Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose. The customer had nausea, vomiting and pain. It was stated that the customer received a no delivery alarm, blood glucose went up to 400 mg/dl, and found the cannula was bent. The no delivery alarm was resolved by changing the infusion set and reservoir. Blood glucose at the time of call was 82 mg/dl. Troubleshooting was performed. The customer declined to check the setting and was advised about the proper insertion techniques. Other type of infusion sets were sent. The insulin pump will not be returned for analysis.